Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Additional information was requested and not received.

Event description:
Additional information received indicated that programming changes were made. The patient had no consequences.